Event description:
It was reported "we had a patient undergo a contrast scan which resulted in the blue plastic part of the wings cracking and leaking contrast. The CT compatible lumen was flushing and aspirating perfectly just prior (was checked before connecting to contrast), the lumen was unclamped and line was not kinked. The scan was stopped as the contrast was coming out of the crack as well as blood. The line was clamped with forceps distal to the crack and removed (post platelets). Resulted in patient needed an urgent pivc insertion for platelets infusion prior to line removal. Patient required further platelets for a new insertion of a cvad." Additionally reported, "he needed platelets prior to line removal due to his platelets being 7. He also had a bruise on his chest where pressure was applied (line leaking blood)". The device was removed and replaced with a pivc. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn # (B)(4).

Manufacturer narrative:
(B)(4) the customer provided two photos for analysis. The images show a juncture hub from a 4-lumen catheter in use. The juncture hub has a clear hole and the catheter body was tightly clamped shut. "Photo" shows the sample in use, secured to a patient, with signs of leaking. The customer also returned one 4-lumen catheter and clamp for analysis. Signs of use were observed. The extension lines and catheter body had signs of clamping. Visual analysis of the returned sample revealed that the juncture hub was damaged. A localized section of the juncture hub appeared stretched outwards, twisted, and burst open. The appearance of the damage is consistent with a pressure-related rupture. The hole in the juncture hub was measured 11mm to 18mm from the proximal end of the juncture hub. The catheter was kinked 15mm from the juncture hub, which was likely the result of the clamp seen in the customer-provided images. The total length of the catheter measured 148mm, which is not within the specification limits of 207mm - 227mm per catheter product drawing. This indicates that the customer intentionally severed between 59mm to 79mm of length off the catheter. The outer diameter of the catheter measured 2.89mm, which is within the specification limits of 2.87mm - 2.97mm per catheter extrusion product drawing. All four extension lines were flushed using a lab inventory syringe and water as per the IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s). When flushing from the distal lumen, water came leaking out of the hole in the juncture hub. The remaining three lines had difficulty flushing due to a buildup of biological material and damage to the catheter body, crimping the lines. However, flushing the remaining three lines did not cause a leak from the juncture hub. A manual tug test confirmed that all four extension lines were secure and intact with their luer hubs. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The IFU also provides several instructions to ensure patency during use including warning the user "warning: ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications" as well as cautioning the user "warm contrast media to body temperature prior to pressure injection to minimize the risk of catheter failure." Additionally, a pressure injection information guide is provided with this product with recommended pressure injection parameters. The customer report of a damaged juncture hub was confirmed through investigation of the returned sample. Visual analysis of the returned juncture hub revealed a localized section of the juncture hub appeared stretched outwards, twisted, and ruptured. The appearance of the damage is consistent with a pressure related rupture. No evidence of a manufacturing defect was observed during inspection of the returned sample, and a device history record review was performed with no relevant findings identified. Based on the customer report, the damage being observed during use, and the appearance of the damage on the sample received, unintentional use error (over-pressurization) likely caused or contributed to the reported event. The IFU provided with this product contains detailed instructions and warnings to ensure catheter patency during use and minimize the risk of catheter damage. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "we had a patient undergo a contrast scan which resulted in the blue plastic part of the wings cracking and leaking contrast. The CT compatible lumen was flushing and aspirating perfectly just prior (was checked before connecting to contrast), the lumen was unclamped and line was not kinked. The scan was stopped as the contrast was coming out of the crack as well as blood. The line was clamped with forceps distal to the crack and removed (post platelets). Resulted in patient needed an urgent pivc insertion for platelets infusion prior to line removal. Patient required further platelets for a new insertion of a cvad." Additionally reported, "he needed platelets prior to line removal due to his platelets being 7. He also had a bruise on his chest where pressure was applied (line leaking blood)". The device was removed and replaced with a pivc. The patient's current condition is reported as "fine".